Event description:
Pt noted to have clot in the lvad. Pump change occurred on (B)(6) 2014 by the surgeon. Pt had a head CT at 5am after the pump change and was noted to have a right mca and cerebellum stroke. Also noted by CT to have a renal artery occlusion as well as a splenic infarct. Site reported that the cannulas were clamped during the pump exchange not allowing clot to mobilize. Site also reported poor cannula position with poor filling and ejecting. The site was treating the pt for an ongoing infection despite negative cultures. The pt was empirically treated with antimicrobial and antifungal agents. Pt was sedated and unable to assess, will wean drugs. Pt is only (B)(6) but does open eyes and look around. Pt is reported to be improving as of (B)(6) 2014.

Manufacturer narrative:
(B)(4). Pump was implanted on (B)(6) 2014. Pt remains on device support at the time of this report.